Event description:
It was reported during procedure, the corewire separated from the guidewire, and the broken segment was successfully retrieved. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.